Event description:
It was reported less that one week post implant that the right atrial (ra) lead exhibited under-sensing and over-sensing. It was also reported that the right ventricular (rv) lead exhibited over-sensing and high and undefined impedance. The ra lead and rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.